Event description:
On 02/22/2010, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt received heparin during an angiogram procedure and subsequent brain surgery in (B) (6) 2008. Shortly thereafter, the pt began to experience symptoms consistent with the adverse reactions associated with contaminated heparin. Upon info and belief, on at least one occasion, the heparin administered to the pt was alleged to be contaminated heparin. The pt passed on (B) (6) 2008.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.